Manufacturer narrative:
Patient information unknown. Event day and month unknown. PMA / 510k: 1 unknown nails: pfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) broke post-operatively. The devices were implanted on (B)(6) 2013 and the revision surgery was performed on (B)(6) 2014. Concomitant reported part: 1x unknown pfna blade. This report is for 1 unknown nails: pfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Original awareness of event occurred sometime between (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that during the revision procedure, all the implants were removed and new implants were placed.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Additional information reviewed determined that the blade was broken not the nail as initially reported. The blade is being captured in medwatch MFR number 8030965-2017-50998. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Additional information reviewed determined that the blade was broken not the nail as initially reported. The blade is being captured in medwatch MFR number 8030965-2017-50998.